Event description:
Video laparoscopy: the verres needle was inserted throug the umbilicus uneventfully. A pneumoperitoneum was established. At theat point the machine, the insufflator, was raised to 5 liters with some distention of the abdominal wall. There is a question of the amount of liters and the distention given by the insufflator machine (problem that had been reported previously), therefore, the intra-abdominal pressure was increased to 15 mm. At this point, the 11 mm trocar was inserted, followed by insertion of the 10 mm laparoscope. The pneumoperitoneum was not compatible with the insufflator readings and severe arterial bleeding was observed coming from the left pelvic vessels. At this point, the anesthetist realized the drop of blood pressure. The abdomen was immediately opened through a lower midline incision and an intraoperative consultation was requested from dr. In the meantime, a forceable pressure was applied to the lower aorta and left pelvic vessels. A severe blood loss was observed. The following part of the operation, of the repair; will be dictated by dr.after the repair was performed on the left iliac artery, the patient's condition was more stable. Excision and ablation of endometrial implants from the bladder, serosa of the uterus, both tubes and ovaries and also lysis of adhesions from the tubes to the ovaries was performed. This was extensive, especially in the cul-de-sac which was mainly in both uterosacral ligaments and they were transected with a cautery. Following that dr. Continued with the operationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor. The device was not destroyed/disposed of.